Event description:
Two days post implantation, a loss of capture was reported upon interrogation of the device. A lead perforation was observed. The lead was repositioned and remained implanted at that time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.